Event description:
It was reported the patient was intubated in the ICU after being hit by a car. Stored episodes revealed lead noise occurring after the accident; however no noise was observed on real-time egms. Further evaluation was recommended. Lead remains implanted and will be monitored.

Manufacturer narrative:
(B)(4). Device not returned.